Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 535cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2022. The replacement devices were: (left) 750cc mentor memorygel breast implant catalog: 3505750bc lot: 9612299 sn: (B)(4) and (right) 750cc mentor memorygel breast implant catalog: 3505750bc lot: 9596820 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 535cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 18, 2022, mentor became aware that the patient only had a right breast implant rupture and that that due to the damage, the facility is not able to return the implant for inspection. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis.